Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced frequent alerts and alarms related to fluctuating blood glucose and found the device display difficult to see, which led the user to discontinue use and request a return for credit. Symptoms included hypoglycemia with cause unclear. Outcomes included no hospitalization and a decision to stop using the device. Investigation included internal case review and coordination with the field team and healthcare provider, along with return logistics for device evaluation. Investigation of this case revealed user-reported alarm burden affecting usability, with no confirmed device malfunction identified prior to return. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.